Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced prolonged hyperglycemia after running out of insulin overnight and initiating a steel 6 mm infusion set and cartridge change with phone guidance, with subsequent persistent high glucose for several hours and no visible set or tubing issues on removal. Symptoms included thirst. Outcomes included resumption of insulin therapy with eventual return of glucose to range and no hospitalization. Investigation included remote troubleshooting and education on infusion set and cartridge replacement, confirmation of fill procedures, verification of connections, and follow-up blood glucose checks. Investigation of this case revealed no device malfunction or component damage identified during user-guided checks; the event was consistent with hyperglycemia related to interrupted insulin delivery from depleted insulin supply and potential infusion site integrity concerns noted when the needle came out and was reinserted. It was concluded, based on previously established findings for similar reports, that the cause was user-related factors including interrupted insulin availability and possible infusion site placement issues.